Manufacturer narrative:
The reason for reoperation: left side "breast had become flat". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported a left side "breast had become flat" and "suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life¿. Device was explanted. Manufacturer of the device is unknown.